Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC inserted during training, confirmed with 3cg. Deflection visible at 0cm, final placement at 1cm. Cxr had radiologist read stating proximal svc near innominate vein junction. Patient impact: unknown, discussed ins standards on tip location with inserter; his attending exercised his clinical judgment and decided to leave the line in place. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a discrepancy between the ECG and radiographic image was confirmed but the cause is unknown. Two radiographic images and an ECG readout were provided for evaluation. The ECG printout appeared to show the catheter properly placed, the p-wave was identifiable and consistent. The chest radiographs showed a left-sided PICC. The PICC has a slight curve but did not appear to have made a full turn. The catheter tip does not appear to be in the vertical position which aligns with the svc. These factors suggest that the catheter tip likely resided in the innominate or upper svc. It was noted that the ribs were not aligned in the cxr, the diaphragm was blurry, the costophrenic angles were not visible, and the tracheal carina appeared low. These characteristics may indicate that the angle of the x-ray and body position may be affecting the interpretation of the catheter tip location. In addition, a separate linear opacity that was seen in the image that appeared to line up with the pulmonary vessels. It is possible that this linear opacity was something outside of the body or it could have been a migrated stylet fragment. The exact cause of the discrepancy between the returned images and the ECG readout could not be determined. It is possible that the angle of the x-ray and/or body position may have been affecting the interpretation of the catheter tip location or the stylet may have been damaged in the procedure affecting the ECG reading. This complaint will be recorded for future trending and monitoring purposes.